Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. A photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, a spine was observed severely bent and squashed and an electrode is observed slightly lifted. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the splines of the catheter was found bent (no exposed wires). A second device was used to complete the operation. There was no adverse event reported on the patient. The device was not used in patient. This event was originally assessed as not MDR reportable. A photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, a spine was observed severely bent and squashed and an electrode is observed slightly lifted. This finding is MDR reportable.